Manufacturer narrative:
Result: missing siderail module; communication cord; siderail panel. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the inner left siderail panel was missing the blank module. It was further reported the bed's comm cord had bent pins and the head right outer siderail panel was cracked resulting in sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.